Manufacturer narrative:
The investigation into the cannula/pigtail detachment - great vessel/heart and the vascular damage - great vessel issues has been completed since the original report was submitted. Clinical details noted that direct aortic access was used to retrieve the pump and was being pulled out of the axillary graft connected to the aorta, the pump became stuck under the clavicle, physician's assistant applied gentle pressure with a pair of tonsils to minimize bleeding from the aorta. The root cause of the cannula detachment cannot be determined as no product was returned for examination. Section: warnings and cautions: warnings: "avoid manual compression of the inlet and outlet areas of the cannula assembly." Section: warnings, cautions, and precautions: "handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time."

Manufacturer narrative:
The impella device was not received from the customer at the time of this MDR writing and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ impella rp: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 50-year-old male had elective placement of an impella device to monitor right ventricular function post case to determine need for bipella support. During removal of the pump issues were encountered. The impella was turned off and pulled back into the 8mm side arm of the aorta graft. The impella moved freely to the level of the subclavian and then became stuck. The physician's assistant applied gentle pressure to the graft, with a pair of tonsils, to minimize the bleeding from the aorta. The pump was then pulled separating the cannula from the impella. The physician was able to manipulate the graft and retrieve the cannula. The physician stated they should have opened the pocket more, and there was no issue with the device. Staff stated the bleeding was minimal.